Event description:
It was reported that the stent graft did not completely release from the delivery system and was misplaced. Reportedly, the stent graft was used for treatment of a stenosis in the venous anastomosis of a graft in the patient's upper arm. During deployment, the distal end of the device did not seem to flower, then while releasing the proximal end of the stent graft, the stent graft did not completely release from the delivery system. When the delivery system was retracted, the stent graft was dragged from its implant site by approximately 20mm. The physician was able to completely release the stent graft and left it in place. Another stent graft was deployed to treat the lesion. There was no report of injury to the patient.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met all specifications prior to shipment. The stent graft remains implanted and the delivery system was discarded by the user facility; therefore, not available for evaluation. The event investigation is currently underway.